Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported a kinked cannula which caused high blood glucose level. The patient went to the emergency room due to high blood glucose level (300 mg/dl) and received fluids via intravenous route. After spending 6-7 hours in the emergency room, initially discharged but was hospitalized due to diabetes ketoacidosis. Patient's blood glucose level was 230 mg/dl (stable) while leaving the emergency room and had ketone levels which the health care professional assessed as dangerous/life threatening. During hospitalization, patient's pump was taken off and was treated with insulin drip via intravenous route and fluids which resolved the issue. The patient was hospitalized for more than 2 days and was still hospitalized at the time of this report. No further information available.